Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported: "the tip was broken off during removal surgery".

Event description:
It was reported: "the tip was broken off during removal surgery".

Manufacturer narrative:
Please note the corrections to d4 gtin, h6 clinical signs, h6 health impact signs and h6 method codes. The reported event could be confirmed, since the device was returned broken as reported. The device inspection revealed the following: the conical extractor is broken at the tip. The fragment was not returned. The fracture surface appears relatively rough, smooth and without plastic deformation, which suggests a brittle fracture. The fracture was most likely induced by the user applying excessive force or torque while trying to extract the screw. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive force applied to the instrument when trying to extract the screw. As a reminder, the instructions for use state the following: always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Avoid excessive workloads or wedging or twisting the instruments during the operation. In extreme cases this can lead to fracture of the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.